Manufacturer narrative:
Zoll medical (B)(4) evaluated the device, and the device performed to specification. Review of the clinical data files indicated that the ECG waveform had very low peaks. The clinical log indicated that the ECG signal recorded at the time of the reported incident did not meet the criteria for a shockable rhythm, and as a result, the algorithm errs on the side of caution and delivers a result of "no shock advised." After review, it was concluded that the device delivered the correct result for the analysis and worked within the limitations of the technology available. This claim has been closed as device meets specification. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device gave a "no shock advised" prompt for a rhythm clinicians believed was shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.